Event description:
The facility reports the leg of the lift became disengaged from the chassis locking mechanism causing the hoist to tilt sideways. The pt dropped down onto the bed but no injuries resulted.